Event description:
It was reported that the pump cannot start and there was air in the line. No patient involvement was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was evidence of the error found in the event history log multiple times. The customer reported problem was verified/duplicated at power up. During functional testing, the air detector failed to recognize when a cassette was attached. Further investigation, the device was opened and found that the wires of the air detector was damaged. Air in line was found to be the cause of the reported problem. For corrective action, the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: catalog number: 21-2120-0104-01. Correction: d4: model number: 2120.